Event description:
It was reported that the patient presented to the clinic for a loop recorder replacement procedure. The loop recorder had slightly eroded from the pocket. The physician determined that the pocket did not heal correctly. The loop recorder was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.